Event description:
During a coronary stent procedure, the physician experienced deflation difficulties after stent deployment. Attempts to deflate the balloon were unsuccessful. The pt started to experience chest pains and ECG modifications. The delivery system was removed with the balloon inflated. The stent appeared to be successfully deployed. Pt status is listed as "okay".